Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Event description:
A heath care professional reported that the pump was protruding through the patient's skin and surgical intervention was taken to explant the pump.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received concerning pump explant.